Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection, the stapler was difficult to be closed. The spike was deployed, the anvil was joined and closed, but the safety would not release and the surgeon could not close the handle. The surgeon opened the stapler, re-did connection to anvil and closure and then it would fire. There was no patient injury.